Event description:
During patient invasive mechanical ventilation, the ventilator nkv-550 screen went black. After a few seconds, the red alert bar on top of the ventilator screen began to flash and the ventilator restarted and stopped ventilation to the patient. The patient was immediately removed from the ventilator, and the staff began manual resuscitation. The ventilator rebooted and attempted to provide ventilation but was already disconnected from the patient. Ventilator was removed from service.